Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 150-170mg/dl fasting. Verified test strips expire 08/15/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customer states meter is not working that she is receiving multiple error messages and erratic results. Adverse event not reported.